Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 360 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen). The patient was taken to the hospital. As treatment for dka, the patient was treated by receiving intravenous therapy with an insulin drip and other fluids. The patient was released after 3 days.